Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd intima-ii y 24gax0.75in prn ec slm npvc catheter was bent the following information was provided by the initial reporter; because an indwelling needle was used for the patient's infusion, the patient got up and moved during the intravenous infusion. The catheter site of the indwelling needle was too hard and could not be fixed firmly, resulting in needle bulging.

Manufacturer narrative:
A complaint history review cannot be performed as no batch/lot number was provided. A device history record(DHR) review could not be performed as no batch/lot number was made available for this reported event. A retain sample analysis could not be performed as no batch/lot number was made available for this reported event. Based on the limited information received from the customer, following multiple attempts (a-eura--srd-rm0019 rev:15(n)) could not be reviewed appropriately; based on the customer¿s description with no failure issue identified it is difficult to deduce a defect on which they are reporting and connect it to a failure mode in the risk management documentation. The outcome of harm described of catheter defective/damaged is assessed at multiple points in the rmf. Root cause couldn't be determined due to unavailability of sample and batch/lot number information.

Event description:
No additional information provided.